Event description:
Patient experienced insulin flow block alarm event on (B)(6) 2026. This led to high blood glucose level for which the patient treated with insulin pump.

Manufacturer narrative:
E1: event city: (B)(6). Event country: (B)(6). Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.